Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen and bezel were cracked and the housing appeared separated after the user removed the device from a pocket, while the device continued to function and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included device replacement and user education that the device was no longer watertight and would require shutdown and standard startup on the replacement; the user was advised to continue cgm monitoring via dexcom app or receiver and to back up therapy as needed. Investigation included complaint intake, troubleshooting support, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the touchscreen assembly and enclosure consistent with mechanical stress, resulting in screen bezel separation with loss of water ingress protection, without evidence of alerts or alarms and without impact to therapy delivery per user report. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress.